Event description:
It was reported that during a ureteroscopy and stent insertion procedure being performed because of a large ureteral stone, the dr inserted a competitor's guidewire through a scope and subseqently perforated the ureter. Several attempts were made to insert a ureteral catheter in order to perform a retrograde pylegram. The catheter penetrated the perforated ureteral wall and when the dr tried to pull it out, a segment of the catheter was left inside the pt. The removed portion was examined and the tip was noted to be jagged in appearance. The indwelling piece was noted inside the pt when the dr looked at the CT-scan. The damaged end of the catheter was cut off and the remainig catheter was re-inserted over the guidewire into the pt. The guidewire was removed and the catheter was advanced perhaps two or three times. The ureteral anatomy of the pt was described as 'tortuous'. Another dr was called in to remove the indwelling piece of catheter laparoscopically under general anesthesia on the same date during/after stent placment. No further complications were reported.

Manufacturer narrative:
A review of the device history record found nothing that could have caused or contributed to the reported problem. The actual complaint sample was rec'd in two pieces. One section is the distal end of the catheter, measuring approximately 2 3/4" long. The proximal end of this piece had been punctured and torn by a sharp edge. There were no signs that the catheter had degraded in any way. The second returned part was about 25" long and represents most of the catheter length. The end of the catheter had been squarely cut off and exhibited markings that look like scissor marks. This is consistent with the customer report that stated the physician cut off the damaged end of the catheter. A small midsection of the catheter between the distal piece and the returned catheter was missing and not returned. The distal end of the catheter that was approximately 2 3/4" long had a series of marks where something sharp had dug into its side at about the midpoint of the piece. This is consistent with passing the catheter beyond something sharp such as a large stone and possibly locking the catheter in the ureter. Under these conditions, it may have been locked or stuck in the ureter to the extent that forces were applied that stressed the catheter beyond its functional capability in an effort to remove the catheter from its stuck position. This is evident by the condition of the proximal end of the distal tip that was both punctured and torn before being pulled apart from the rest of the catheter. There were no signs of any product or process deficiencies. This report is being completed in its entirety to clarify and add additional information that was received after the user facility report was filed. The MFR of the guidewire has now been identified in addition to pertinent other information not provided in the initial report.